Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) had a blood back. The optical sensor intra-aortic balloon catheter was removed immediately and the iabp was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions), h10 additional fields: e1(event site postal code: (B)(6)) it was reported that during use on a patient, the intra-aortic balloon pump (iabp) had a blood back. The optical sensor intra-aortic balloon catheter was removed immediately and the iabp was swapped out with another to continue therapy. There was patient involvement but no patient harm, serious injury or adverse event was reported. Gfe was performed to get additional information but no response received. The investigation shall be closed, if any new information received the complaint shall be reopened to update it. H3 other text : repair service not done.

Event description:
N/a